Event description:
It was reported that the device will not turn on. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device received for investigation. Visual inspection found the tamper seal to be missing and contamination on the main board. Error code 1260 alarmed upon power up and the last error code logged was 1660. It was determined that the root cause was due to the fluid ingression to the main board. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.